Event description:
Reporter alleged discrepant blood glucose results of 425 mg/dl back to back with a result of 167 mg/dl when testing was performed 5 minutes apart on the aviva system. Customer stated these results were found in her testing diary, however, did not indicate the location of the testing. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Aviva system: aviva test strip lot number and expiration date not provided.

Manufacturer narrative:
The suspect product is the aviva test strips.